Manufacturer narrative:
Continued E1. Phone: (b)(6).A review of the Device History Record has been completed. No deviations or non-conformances noted.The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: Capsular contracture, Baker grade III.¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿

Event description:
Healthcare professional reported "implants were exchanged as part of the well-known recall campaign". Healthcare professional later reported "capsular fibrosis, pain, irritant effusion and Capsular Contracture Baker grade III". This record is for the right side. Device was explanted.